Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim, faded and discolored. Unrelated to the complaint, evaluation revealed that he battery compartment was cracked. There was no evidence of moisture damage found in the battery compartment. No loss of power was observed during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had gradually become faded and discolored since about 6 months ago. There was no trauma or moisture exposure to the pump. Battery change and contrast set to maximum did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.